Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis.  Follow up provided no further information. No patient complications have been reported as a result of this event.